Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2026. The infusion set cannula was bent. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.